Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down and prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Event description:
Complainant alleged that during functional testing, the device restart/reboot itself and prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: zoll medical canada evaluated the device and the customer's report of the device turning on and off was not replicated or confirmed. The device was put through extensive testing including debug and final testing without duplicating the report. The customer's report of failed self-test was observed during the review of the device data logs. However, the device was put through extensive testing without duplicating the report. The sw and language files were reinstalled as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.